Manufacturer narrative:
The review of the provided data highlighted multiple programming changes of the pacing mode on 23 january 2025. These changes associated to the programmed ¿low¿ level of activity were too fast and the minute ventilation sensor could not well configurate triggering inadequate pacing rate. The activity parameter was set to ¿low¿ on 23 january 2025, setting the minute ventilation high point to a low value, most probably too low for the patient, triggering a high slope that induced more easily pacing at the maximum rate. The minute ventilation data that were stored in the device on 23 january 2025 are correct and do not show any disturbances related to the implanted micra device. No general is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient was planned for a right ventricular lead revision due to right ventricular lead problems (c-5704). The physicians decided not to replace the right ventricular lead, a medtronic micra pacemaker was implanted at the right ventricular level. Afterwards, the pacemaker pacing mode was changed to aai. On the follow up, the nurse activated aair mode while the patient was in complete rest and lied on a bed. The pacemaker raised immediately the heart rate and paced at the maximal rate (120 bpm). During sensor activation, there was no physical exercise or underlying atrial arrhythmia. The physician complained about the sudden pacing at max rate immediately after sensor activation. Could this be related to the implanted micra device? (During sensor activation micra was programmed at vvi -base rate 30).

Event description:
Reportedly, the patient was planned for a right ventricular lead revision due to right ventricular lead problems (c-5704). The physicians decided not to replace the right ventricular lead, a medtronic micra pacemaker was implanted at the right ventricular level. Afterwards, the pacemaker pacing mode was changed to aai. On the follow up, the nurse activated aair mode while the patient was in complete rest and lied on a bed. The pacemaker raised immediately the heart rate and paced at the maximal rate (120 bpm). During sensor activation, there was no physical exercise or underlying atrial arrhythmia. The physician complained about the sudden pacing at max rate immediately after sensor activation. Could this be related to the implanted micra device (during sensor activation micra was programmed at vvi -base rate 30).

Manufacturer narrative:
New data were provided, new recommendations of programming: the review of the provided data highlighted multiple programming changes of the pacing mode on (B)(6) 2025. These changes associated to the programmed ¿low¿ level of activity were too fast and the minute ventilation sensor could not well configurate triggering inadequate pacing rate. The activity parameter was set to ¿low¿ on (B)(6) 2025, setting the minute ventilation high point to a low value, most probably too low for the patient, triggering a high slope that induced more easily pacing at the maximum rate. The minute ventilation data that were stored in the device on (B)(6) 2025 are correct and do not show any disturbances related to the implanted micra device. An in-clinic follow-up took place on (B)(6) 2025: the recorded mv signal on (B)(6) 2025 is good and the rate is similar to the rate the patient had in 2021: 70 to 110 bpm. On (B)(6) 2025, the sensors are off and the patient had been paced from (B)(6) 2025 at basic rate almost 100% of the time. Since the impact of the micra pacemaker in the reported configuration (mv sensor measured in the atrium and micra pacemaker implanted in the ventricle) has not been tested at microport, it is suggested to program the g sensor only at rate response auto or fixed low level. No general is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the patient was planned for a right ventricular lead revision due to right ventricular lead problems (c-5704). The physicians decided not to replace the right ventricular lead, a medtronic micra pacemaker was implanted at the right ventricular level. Afterwards, the pacemaker pacing mode was changed to aai. On the follow up, the nurse activated aair mode while the patient was in complete rest and lied on a bed. The pacemaker raised immediately the heart rate and paced at the maximal rate (120 bpm). During sensor activation, there was no physical exercise or underlying atrial arrhythmia. The physician complained about the sudden pacing at max rate immediately after sensor activation. Could this be related to the implanted micra device ? (During sensor activation micra was programmed at vvi -base rate 30).